Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 due to diabetic ketoacidosis. Customer was treated with insulin and fluid drip, and released the same day. Customer never went through training for the pump. Reportedly, the customer trained herself through only the user manual.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available a supplemental form will be submitted.